Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 57 mg/dl and a blood glucose of 160 mg/dl. The insulin pump kept inappropriately suspending all night. Troubleshooting did not occur for the issue. The customer stated that she was laying on the sensor and pushing interstitial fluid away from the cannula, which caused a low sensor signal. Troubleshooting was declined since the customer was not currently experiencing any issues. No products were returned or replaced.